Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had a bard circulation pump that they received damaged. Customer would like a replacement. Per additional information received via phone on 07dec2023, it was reported that the customer called and stated that the flow sensor was broken right out of the box. The terminal protector on plug was also not seeded. Product was available to return. Customer wishes an immediate replacement. No patient information as it was broken out of the box and not used.

Event description:
It was reported that the customer had a bard circulation pump that they received damaged. Customer would like a replacement. Per additional information received via phone on 07dec2023, it was reported that the customer called and stated that the flow sensor was broken right out of the box. The terminal protector on plug was also not seeded. Product was available to return. Customer wishes an immediate replacement. No patient information as it was broken out of the box and not used.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.